Event description:
A medtronic representative reported an issue with software being unresponsive, displaying intermittent behavior; the software was unresponsive in navigate. A software re-boot restored normal function. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The computer was very poorly packaged. Powered on the computer and it did not boot to the normal application icon screen. Appears like some one has modified the software. Also get errors logging into the root. The configure application icon program in root will not open. The reported event was able to be duplicated by medtronic personnel. The most likely cause was a use issue in that the software had been modified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site (B)(4) 2014. Suspect part not returned to manufacturer for analysis.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.